Manufacturer narrative:
Additional information was received on (B)(6) 2020. The patient¿s gender is male. Patient had fully recovered. Physician commented that the biosense webster, inc. Product was not the cause of the event. Therefore, a3. Sex was populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After four hours since the procedure was started, and during right ventricle outflow tract (rvot) mapping, a cardiac tamponade occurred. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. After pericardial drainage, the patient returned to the ward and did not require further interventions. It is unknown if extended hospitalization was required as a result of the adverse event. Patient¿s outcome is unknown. Physician¿s causality opinion was not provided. No biosense webster (bwi) product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.